Manufacturer narrative:
H.6. Investigation: customer returned three (3) loose 31gx6mm, 0.3ml bd insulin syringes. Consumer reported several defects, including: broken needle / no scale. All three returned syringes were examined and it was observed that one syringe had no apparent issues, and the other two syringes were observed with the following: - separated needle hub/shield assemblies with damaged barrel tips - defective scale markings. A review of the device history record was completed for batch #8337709. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were two (2) notifications [(B)(4)] noted that did not pertain to the complaint. There was one (1) notification [(B)(4)] noted for missing print process summary: blank barrels are transferred from totes to a bulk hopper, the hopper then meters them into the vibratory feeder which orients and transfers the barrels single file into the first inline feeder. The first inline feeder rail transfers to the inspection dial where short molding defects are rejected. After the inspection dial, the barrels are transferred to the second inline feeder and transitions through the corona treater terminating at the inhibit gate. At cycle start, the inhibit gate opens, introducing barrels to printer infeed dial on through the flange guide which aligns the flanges for proper registration and into the print carousel where ink images are applied. From the print carousel, the barrels are transitioned to the transfer dial and into the curing oven. The cured product exits the oven chute for transfer to the next operation. Root cause: the pad collar slipped causing missing print on the syringes. Correction: per zm 200794781 the pad collar was tightened.

Event description:
It was reported that bd syringe 0.3ml 31ga 6mm halfunit 10bagsla were broken and missing scale marking. The following information was provided by the initial reporter: "it is the second box of 6x0.25mm latex-free insulin syringe that comes with several defects, including: broken needle / no scale."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd syringe 0.3ml 31ga 6mm halfunit 10bagsla were broken and missing scale marking. The following information was provided by the initial reporter: "it is the second box of 6x0.25mm latex-free insulin syringe that comes with several defects, including: broken needle / no scale."